Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on an unknown date and barbed suture was used. The patient came to the outpatient clinic and had a loose first layer of vaginal stump. The patient is attending the hospital now. Re-suturing was performed and there is no problem. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the patient experience a wound dehiscence? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
Product complaint (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure= female date of index surgical procedure? Total laparoscopic. Hysterectomy the diagnosis and indication for the index surgical procedure? Unk on what tissue was the suture used? Vaginal stump what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes did the patient experience a wound dehiscence? The first layer of the vaginal stump was dehisced. What tissue dehisced? The first layer of the vaginal stump was dehisced. Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Loosen but unknown whether berbs are engaged or not. Did the suture pull out of the tissue? No did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No were there any patient stress factors that led to the suture breaking or pulling out of the tissue? No special back ground. Onset date/time of dehiscence? (# post op days) after more than 14 days. Please describe any surgical intervention required for the wound dehiscence including date and findings. Re-suture, the suture was loosen did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No please describe the appearance of the suture during the second procedure. The suture was loosen. What symptoms did the patient experience following the index surgical procedure? Onset date? Loosen other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? No specail condition. What is the patient's current status?= the patient is attending the hospital. Lot number? Unk.